Event description:
It was reported to minimed that the customer experienced high blood glucose events, with a reported of 400 mg/dl. The customer stated that the sensor had fallen off prior to the event. The event involved product(s) mmt-342, mmt-1884, mmt-431aj. Troubleshooting was performed. The customer has type 1 diabetes and reported using the insulin pump system with auto mode/smartguard active within 48 hours prior to the event and was using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of the event . The customer treated the high blood glucose with a manual bolus and insulin pen. The customer reported inspection of the tubing identified soda pop/champagne-size air bubbles. The customer was advised that bubbles of this size are acceptable and may continue using the current reservoir and infusion set. No further customer complications were reported. No product replacement or return was requested for mmt-342, mmt-1884, mmt-431aj.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.